Event description:
Syringe broke: while administering heparin sq, the plunger broke off and the needle went into index finger of the nurse.what was the original intended procedure?subcutaneous injection.